Manufacturer narrative:
H6: evaluation codes updated device evaluation: one unit was received for investigation without original packaging. A visual inspection found that the writing on the pilot balloon was rubbing off. It was probable that the failure was caused by the customer due to cleaning. No DHR review was performed because no lot number provided.

Event description:
It was reported that during a routine trache team rounding it was noted that the pilot balloon writing wasn't clear and had rubbed off. A picture was taken for evidence. Tracheostomy tube was saved when it was changed for reporting. Staff are educated to maintain cuff pressures as stated on the pilot balloon. There was patient involvement. No patient harm/adverse event reported.

Manufacturer narrative:
B3: date of event, d4: lot number, UDI number, expiration date, and h4: manufacture date are unknown, no information has been provided to date. H3 - other: device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.